Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2010; dtba1d1 device, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a lead impedance warning and it was noted the lv lead had been programmed off, as it appeared to be a chronic issue. It was also noted the right ventricular (rv) lead had been connected to the lv port and the lv lead was connected to the rv port of the device. No patient complications have been reported as a result of this event.